Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary was confirmed. Testing resulted in back flow indicating a faulty check valve. Disassembly of the check valve resulted in the discovery of a 0.0298¿ long particle of polypropylene and polystyrene located between the housing seal area and the affixed silicone diaphragm disk. The root cause of the backflow failure is a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.

Manufacturer narrative:
Concomitant medical products: 1000 ml b.braun ndc 0264-7865-00, lot: j6l180, exp: 09/18; 0.15% potassium chloride and 0.9% sodium chloride; 50 ml b.braun ndc 0264-3105-11, lot: h7d607, exp: 11/18; cefazolin and dextrose. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the rn started a tylenol infusion and that it completed within 5 minutes. The rn thought that this was caused by the pump and replaced both the pump module and lvp. The next day, the rn administered an antibiotic infusion and found that it infused too quickly and it was found that the primary bag was slightly larger. The tubing was changed and there was no further backflow events noted. There was no report of patient harm.